Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the faradrive steerable sheath (clear) - ous was selected for use, aspiration could not be performed as air bubbles constantly appeared in the sheath's aspiration (flushing) line. The sheath was replaced, and the procedure was completed without any issues. No patient complications were reported. The device is expected to be returned. It was further reported that no air was detected in the patient.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the faradrive steerable sheath was selected for use, aspiration could not be performed as air bubbles constantly appeared in the sheath's aspiration (flushing) line. The sheath was replaced, and the procedure was completed without any issues. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the faradrive steerable sheath (clear) - ous was selected for use, aspiration could not be performed as air bubbles constantly appeared in the sheath's aspiration (flushing) line. The sheath was replaced, and the procedure was completed without any issues. No patient complications were reported. The device is expected to be returned. It was further reported that no air was detected in the patient.